Manufacturer narrative:
A follow-up medwatch will be submitted if new information has been received.

Event description:
It was stated that the hl20 battery has failed in emergency mode after a few (approx. 5) minutes. The planned transfer of the patient had to be paused and the heart-lung machine reconnected to the socket. The patient had to be connected to an ECMO in the corridor of the cardiac catheter laboratory in order to be able to be transferred to the operating theatre. The patient past away during the treatment. This was caused due to damaged myocardium. (B)(4).

Event description:
Reference number: (B)(4).

Manufacturer narrative:
The defective batteries have been requested with RMA # 39714 for return on 2019-11-14. Goods received in life cycle engineering (lce) on 2019-11-22. Investigation was performed in the lce in rastatt on (B)(6) 2020. The outcome of the investigation was documented in lce investigation report no. (B)(4). An optical inspection of both batteries showed no mechanical damage or other abnormalities. Both investigated batteries were deeply discharged. After a 7.5h charging to approximately 50% of the original capacity the internal resistances of the batteries were measured. The increase of the internal resistance at high load does not indicate a significant reduction in the capacity. Therefore the batteries are not the cause of the reported failure. After the investigation of lce, the field service technician (fst) visited the customer again to check if the charging module of the hl20 is working to factory specs. On (B)(6) 2020 the fst provided service order# (B)(4). According to the service order the hl20 charging module works fine. Medical review was received on 2020-04-28 with following conclusion: the hl20 did not have a malfunction. An application error is possible. A connection between the causes of death and the loss of therapy due to a failure cannot be confirmed nor excluded. The reported failure "battery failed in emergency mode" could not be confirmed. The reported failure "battery failed in emergency mode" occurred during patient treatment (patient died). The hl20 in question was responsible for this complaint/event. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The ocurrance rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A getinge field service technician was sent out to investigate the unit in question. According to the service report following was found: the field service technician investigated the hl20 unit and found that the batteries were defective. The defective batteries were replaced and functional test of batteries changeover and charge/discharge of batteries were checked. Furthermore, the unit in question ran on battery mode. The test ran was successful. Electrical safety check has been successfully performed as well. All test values are within the limit values. The unit passed all safety and electrical tests. The root cause analysis is ongoing.

Event description:
Complaint# (B)(4).